Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) visual inspection: upon analysis it was reported that there were no anomalies found, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the screw would not extend. The lead was not implanted. No patient complications were reported as a result of this event,.it was reported the lead was attempted but not used blocked helix. No patient complications were reported as a result of this event.